Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2947 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / residual coil fragments were removed from the uterine cornua withgrasping forceps;") and embedded device ("some segments were embedded in the cornua and thus a small (<1 cm) area of thecornua was resected with the curved blade of theharmonic device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pid pelvic inflammatory disease in 2016 and ankle sprain, intermenstrual bleeding, morbid obesity, c-section, hypertension, back pain, asthma, uterine fibroid, ovarian cyst, nausea, chills, abdominal pain, pelvic pain, parity 3 and multi gravida. Previously administered products included: penicillins with extended spectrum for allergies, salbutamol for asthma, tylenol and aleve for back pain, methyldopa for hypertension, flagyl ER and doxycycline for pid and meloxicam for right ankle sprain. The patient had a family history of ovarian cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2916 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). At an unknown time, she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device breakage was unknown. Essure was removed on (B)(6) 2022. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no discrepancy noted in essure removal date - (B)(6) 2022 and (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: fallopian tubes, bilateral, bilateral tubes and coils result: a. Bilateral fallopian tubes and coils (bilateral salpingectomy): unremarkable fimbriated fallopian tubes metallic coils (gross examination only) procedure: bilateral salpingectomy gross description: the 2nd fallopian tube segment is 6.0 x 0.7 cm, pink-tan, fimbriated. Cross-sections reveal pinpoint lumen towards the distal half; however, the proximal half has a metallic coil. There is a detached segment of metallic coils within the container measuring 1.0 cm. Impression: no abnormalities seen [ultrasound scan] on (B)(6) 2016: fibroid uterus. The largest fibroid is subserosal and measures 2.1 cm in size, 2, ovaries normal; in (B)(6) 2018: right and left essure devices visualized, appear to be in distal position with no intracavitary portion seen [ultrasound scan] on (B)(6) 2016: fibroid uterus. The largest fibroid is subserosal and measures 2.1 cm in size, 2, ovaries normal; in (B)(6) 2018: right and left essure devices visualized, appear to be in distal position with no intracavitary portion seen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Embedded device, device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : events - " device embedded and device breakage" were added. Reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / residual coil fragments were removed from the uterine cornua withgrasping forceps;") and embedded device ("some segments were embedded in the cornua and thus a small (<1 cm) area of thecornua was resected with the curved blade of theharmonic device") in a 32 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pid pelvic inflammatory disease in 2016 and ankle sprain, intermenstrual bleeding, morbid obesity, c-section, hypertension, back pain, asthma, uterine fibroid, ovarian cyst, nausea, chills, abdominal pain, pelvic pain, parity 3 and multi gravida. Previously administered products included: penicillin nos for allergies, albuterol [salbutamol] for asthma, tylenol and aleve for back pain, methyldopa for hypertension, imidazole derivatives and doxycycline for pid and meloxicam for right ankle sprain. The patient had a family history of ovarian cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2916 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Discrepancy noted in essure removal date: (B)(6) 2022 and (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: specimen: fallopian tubes, bilateral, bilateral tubes and coils. Result: a. Bilateral fallopian tubes and coils (bilateral salpingectomy): unremarkable fimbriated fallopian tubes; metallic coils (gross examination only). Procedure: bilateral salpingectomy gross description: the 2nd fallopian tube segment is 6.0 x 0.7 cm, pink-tan, fimbriated. Cross-sections reveal pinpoint lumen towards the distal half; however, the proximal half has a metallic coil. There is a detached segment of metallic coils within the container measuring 1.0 cm. Impression: no abnormalities seen. [Ultrasound scan] on (B)(6) 2016: fibroid uterus. The largest fibroid is subserosal and measures 2.1 cm in size, 2, ovaries normal; in (B)(6) 2018: right and left essure devices visualized, appear to be in distal position with no intracavitary portion seen. [Ultrasound scan] on (B)(6) 2016: fibroid uterus. The largest fibroid is subserosal and measures 2.1 cm in size, 2, ovaries normal; in (B)(6) 2018: right and left essure devices visualized, appear to be in distal position with no intracavitary portion seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Embedded device, device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.